Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Product was visually examined. There was no evidence of contaminants that could be identified. The only gap in the instrument is where the trigger goes into the handle. Using a light, the gap was examined and no contamination could be identified. The reported event could not be substantiated. The device was fully functional and there was no resistance in movement of the trigger which would be indicative of foreign material caught inside. Discussion with development relayed the device is not intended to be disassembled. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was contaminated and could not be dissembled and cleaned. Dirt residue came from the instrument. Attempts have been made and additional information on the reported event is unavailable.